Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased act and up buttons dome switches. No unlocked j2 lcd keypad connector noted. No display anomaly or frozen screen noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any alarms due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 570 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.